Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) connected remotely with the customer and the customer reported that this issue was intermittent, and the issue did not happen again after this reported incident. No additional information could be obtained from the customer and philips did not work on the system as the service order was cancelled. Hence, the customer requested to cancel the service request since the system was working in good order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an unspecified failure. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.